Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 14. Implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.